Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 54 mg/dl. Suspected cause was due to the customer¿s basal rate needing adjustments. Customer consumed carbohydrates and glucose tablets to address bg. Customer followed up with healthcare provider to adjust settings to better meet their diabetic needs.